Event description:
It was reported that the ceramic tip of the sheath came off inside of the patient's bladder during the holep (holmium laser enucleation of the prostate) procedure. The surgery was prolonged by 15 minutes retrieving the broken piece. The surgeon was able to remove the foreign object without issue and confirmed that no pieces remained in the patient. Upon review, it appears the sheath has separated into two pieces and is no longer adhering as intended. There are no reports of injuries, and the planned procedure was performed using a back-up device.

Manufacturer narrative:
Since the user concluded that the extended procedural time may have presented unnecessary risk to the patient health, richard wolf gmbh consider this case to be a reportable malfunction.